Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14mxa, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient has cellulitis in the pocket site, and pain at the insertion site of the lead around the s3 foramen. The patient is working with their healthcare provider (hcp) to treat the pocket. Additional information received on 2016-jun-17 stated that the patient continues to have pocket and lead pain, but the cellulitis is resolved. The surgeon is letting things heal and will see the patient in (B)(6) 2016 to determine next steps if any. There were no device allegations related to this event. Indication for implant is bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received indicated that the patient still had pocket and lead pain, as well as cellulitis; the implant was moving in the pocket. The patient also mentioned that they had intermittent shocking sensations. The rep noted that the patient had a removal and reimplant; the previous implants were not taken out. Impedance testing was done by a hcp, and it was noted that there were none. The patient was placed on antibiotics, and the hcp put a corset around their waist to keep the implant from moving in the pocket while it healed. It was indicated that the ins and lead were scheduled to be explanted between (B)(6) 2016. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.